Manufacturer narrative:
(B)(4) for the reported event guide catheter broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 in the common bile duct. According to the complainant, during deployment, the inner black catheter detached from the stylet and remained in the patient. When they try to retrieved it, it broke off from the deployment catheter. The broken piece of the catheter was then retrieved using biopsy forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.